Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the device was exposed to moisture and it beeps loudly. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump alarmed to moisture damage found on the printed circuit board. The insulin pump failed the leak test due to cracks showing at the lower left corner of the belt clip rails also, leak was indicated due to cracked case on the battery tube near the end cap.